Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the plunger had to be tapped after releasing the first seed in order to lower the second and subsequent seeds. The patient did not receive all seeds as planned. In this cartridge every seed had to be manually lowered (aborted after six seeds). The failings caused re-introductions of needles and sub-optimal control of implant geometry.

Event description:
It was reported that the plunger had to be tapped after releasing the first seed in order to lower the second and subsequent seeds. The patient did not receive all seeds as planned. In this cartridge every seed had to be manually lowered (aborted after six seeds). The failings caused re-introductions of needles and sub-optimal control of implant geometry.

Manufacturer narrative:
Per additional information received, bard medical has determined that this event is not reportable.